Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all station was showing disconnected mode. A technical support specialist (tss) dialed into the server and verified that all required services were running, with only medsurge c showing as a device on critical override in hsv. A site down query was executed, and the last successfully processed entry was reviewed. The fse then dialed into ER ft and discovered a network connection error between the station and the server. The connectivity was restored, and the station resumed successful communication with the server. A follow up call was received from the customer, who confirmed that all stations have been functioning properly. Patients and orders have been crossing to ER ft as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations displayed ¿disconnect mode¿ at the top of the screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.